Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented approximately four months post-cardiac resynchronization therapy defibrillator (crt-d) implant. The wound had dehisced and the crt-d system was exposed. The open pocket resulted in infection the crt-d was removed at that time. The right ventricular (rv), right atrial (ra) and left ventricular (lv) leads were left in the patient and were removed approximately three months later. No further patient complications have been reported as a result of this event.